Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Ten devices were received for evaluation; 8 events were confirmed during testing. Eight devices were found to be affected by an unknown substance; however, the device was within specifications. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device was leaking. Seven reported events had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact. 1 reported event had unknown patient involvement; unknown patient impact. One reported event had unknown patient involvement; no patient impact.